Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a low-level alarm. The device was in clinical use when the issue occurred. The patient was moved to a different ventilator. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a low-level alarm. It was reported that the pressure alarm occurred while the device was in high flow therapy (hft). The customer was not within the vicinity of the device at the time of the call; the rse advised the customer to call back when the device's event log was reviewed. The philips remote service engineer (rse) reported that a follow up was performed, and the customer stated that the issue could not be duplicated. The device was returned to service.